Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that during a routine device follow up, noise was noted on this right ventricular (rv) lead. The noise had been oversensed which resulted in pacing inhibition and greater than two seconds of asystole for the patient. The local field representative (fr) was not able to reproduce the noise with pocket manipulation or isometrics. The following physician suspected electromagnetic interferance (emi). The physician adjusted the sensitivity to least and will continue to monitor the patient. There were no adverse patient effects. The system remains implanted.